Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 4 failure. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer shutdown the station and inspected the drawer. The magnet on the inseparable was missing. The fse removed the drawer from the station and replaced the inseparable with a new one and replaced the drawer, powered up the station, and recovered the drawer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 4 failure. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.